Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with transient light sensitivity syndrome in both eyes. The topical steroid dosage was increased. Surgeon reported that patient ocular health is within normal limits in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity worsening over the past few days. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -.75 x -.25 x 105, left eye pre-op 20/20 -1.25 x .00 x 90.